Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and incorrect cap color was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that the one of the tubes had an incorrect cap color with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: before use this batch, when customer open the package, they found 1ea tube has incorrect cap color.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that prior to use it was discovered that the one of the tubes had an incorrect cap color with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: before use this batch, when customer open the package, they found 1ea tube has incorrect cap color. D.1. Medical device brand name: bd vacutainer® 9nc 0.109m plus blood collection tubes. D.1 medical device type: n/a. D.3. Medical device manufacturer: becton dickinson and company (bd), plymouth, united kingdom/ pl6 7bp. D.4 medical device catalog #: 363095. D.4. Medical device lot #: 9102594. D.4. Medical device expiration date: 2019-12-31. D.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location: becton dickinson and company (bd), plymouth, united kingdom/ pl6 7bp. G.5. PMA / 510(k)#: n/a. H.4. Device manufacture date: 2019-04-12 h3 other text : see h.10.

Event description:
It was reported that prior to use it was discovered that the one of the tubes had an incorrect cap color with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: before use this batch, when customer open the package, they found 1ea. Tube has incorrect cap color.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the one of the tubes had an incorrect cap color with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: before use this batch, when customer open the package, they found 1ea tube has incorrect cap color.